Event description:
It was reported that a cartridge alarm 30 occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump with updated software to be sent to the customer. The customer will use a backup therapy of mdi to ensure insulin delivery is not interrupted. Instructions on the use and return of the pump were provided and acknowledged by the customer.